Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient had stroke and was hospitalized on (B)(6) 2025 due to high blood glucose levels. The blood glucose level was 580 mg/dl at the time of event and the patient got treated with intravenous insulin drip. The patient stayed in the hospital for more than twenty-four hours. Patient had medication for pain in neck and back. No further information available.

Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states.